Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one euphora rx balloon catheter to treat a lesion in a mildly tortuous prox to mid lad lesion exhibiting 80% stenosis. The device was inspected prior to use with no issues noted. No issues removing the protective sheath/packaging stylette. Negative prep was performed successfully. The lesion was not pre-dilated. Resistance was not encountered when advancing the device and no excessive force was used. The physician used 50/50 contrast/saline. It was reported that after the first inflation, the balloon would not deflate. There was no inflation issue reported. It was reported that the physician tried to deflate the balloon using a negative pull with a syringe but the balloon would still not deflate and so everything, including the interventional wire and the guide catheter, was removed in one pull back from the lesion site. Device was not moved or repositioned prior to the deflation difficulties. It was reported that difficulty was experienced when removing the still inflated balloon. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.